Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable was associated with white wires that appeared compromised and very strong twisting of the dl and inner wires after the patient repeatedly turned the patient belt bag in one direction. It was also reported that the strain relief was discolored or clouded, which impaired visibility and limited assessment of the twisting beneath it. Controller alarms with self-clearing electrical faults were reported, and a vad stop occurred with the vad off time twice for approximately 10 seconds. It was also reported that the controller exhibited a loss of power and the controller was off for approximately twenty-one (21) minutes. Additionally, the vad exhibited a high watt and vad disconnect alarm. The patient was reported to be very anxious and was described as not tolerating vad stop time well historically with immediate blackout. Prophylactic vasoconstrictor/catecholamine treatment was administered at 1.6 g/kg/hour prior to the vad stops. Servicing was performed with a splice repair in an intensive care unit (ICU) setting, and during the splice repair the twisting released tension, creating a challenging repair environment until untwisting released some tension and the wires partially straightened, allowing the repair to be performed. The vad dl and controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2018 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 31-mar-2017 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.